Event description:
It was reported that battery liquid leaked.

Manufacturer narrative:
The subject product was received and a preliminary eval performed. The sample was received with the battery compartment removed from the battery housing. The battery casings appear to be melted and stuck together. There appears to be some corrosion of the contacts inside the battery housing. Cause of condition of the returned product is unk.